Event description:
While wearing the external equipment, the pt reportedly experienced overly loud sensations between the external equipment and the cochlear implant. The pt was seen at the center of device evaluation. Programming adjustments were made. However, the reported problem was not resolved. The pt continues to be monitored by the center.